Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the device displayed a speaker inop message and there was no sound. It is unknown if the device was in use at the time of the event. No adverse event was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer indicated that the speaker is defective and the rse determined that the speaker required replacement. A quote for a replacement speaker has been provided to the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
D4: product UDI is cleared. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. No additional diagnostic/functional testing was performed by philips. A philips remote service engineer (rse) spoke with the customer. The customer had tested the device with a working speaker of another device and confirmed that the speaker was defective and a replacement needed to be ordered. The replacement speaker was shipped to the customer to address the issue. The customer has assumed the repair responsibility.